Manufacturer narrative:
Service has been requested for this system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 05/01/2014. (B)(4).

Event description:
A customer reported there was a delay when the footswitch was pressed and then a system message was displayed during set up prior to the procedure. There was no patient involved.